Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was received with a fully depleted battery and the handle was inserted into a charger. Eventually, the charging light emitting diode (led) of the charger turned flashing red and the handle was removed from the charger but it did not initialize. The bq data showed the charge fet (cfet) permanent failure was tripped. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the powered handle turned on after removing from charger, however, the device did not start up at the time of setting and blacked out. A manual stapler was used to complete the case. There was no patient injury. Medtronic's initial evaluation of the incident device found cfet permanent failure.